Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported separation/tear of the coating was confirmed. The device was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported material split. It may be possible that the wire may have been damaged during the insertion process or during the insertion of the catheter, but the damage was not noticed until removal. Additionally, the wire may have been damaged further after removal. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% occlusion in the proximal superficial femoral artery (sfa). The command guide wire was being used with a non-abbott catheter to cross the lesion and when the command guide wire was removed it was noted that there was a separation on the coating, but the device remained in one piece. A new command guide wire was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.